Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, g2, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 22-nov-2022 to 21-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system's eye kit was not showing up under system kits. A technical support specialist confirmed that the issue was resolved when the customer selected critical override from the server. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that while using a pyxis medstation es system, an eye kit did not show up under "eye kit ER". The user had to select each medication manually rather than through the system kits which caused a slight delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that while using a pyxis medstation es system, an eye kit did not show up under "eye kit ER". The user had to select each medication manually rather than through the system kits which caused a slight delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section h6 - updated adverse event problem(refer to coding manual). Section h11 - updated - upon investigation of the actual device used in this incident it was determined that the customer unable to see eye kit. The technical support specialist stated that customer resolved the issue by selected critical override from the server. The system functioned as intended after the technical support specialist investigated the device.